Event description:
It was reported by service report that the footboard is broken. It is unk if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Footboard damaged.